Event description:
It was reported that the lead helix did not appear to extend all the way despite more than 25 turns. It was found to have dislodged the next day. The lead was replaced. No patient complications have been resorted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and the lead exhibited apparent explant damage.

Event description:
It was reported that the lead helix did not appear to extend all the way despite more than 25 turns. It was found to have dislodged the next day. The lead was replaced. No patient complications have been reported as a result of this event.